Event description:
The customer reported to olympus the evis lucera colonovideoscope had air/water leakage around the flexibility adjustment ring. Inspection and testing of the returned device additionally found foreign materials within the device nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, the device evaluation found wear on the angulation wires and switch 4, dirt on the camera cover and light guide lens, discoloration of the adhesive around the light guide lens, adhesive around the objective lens, adhesive on the protective coating on the bending portion of the scope, and the electrical connector, decreased water removal capabilities, peeling of the adhesive around the objective lens, dents on the camera cover, cracks on the light guide lens and adhesive on the protective coating on the scope, a chip of the adhesive on the protective coating on the bending portion of the scope, scratches on the image guide protector, switch 2, connecting tube, protector of the universal cord at the scope connector end and control body end, and the universal cord itself, deformation of the forceps channel and suction cylinder, peeling of the scope cover plate and paint on the suction cylinder, displacement of the light guide bundle, and a wrinkle on the connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing of the device that deviated from the instruction manual, which caused the foreign material to remain in the nozzle. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, dents, deformation, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function: 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.